Event description:
It was reported that the customer received a motor error alarm on the insulin pump, after it was exposed to magnetic resonance imaging the customer's blood glucose was not known. The insulin pump was not bumped or dropped. The customer was not using the sensor feature on the insulin pump. She was unable to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had constant motor error during rewind due to motor encoder signal out of phase. No alarm or alert/alarm icon anomaly noted. The insulin pump was unable to perform the displacement test due to motor error alarm. The insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.